Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out if its space contributing to the jaw failure, confirming the failure mode of this device. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. Moreover, the device is over 2 years old. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were devices released for distribution on may 24, 2012. There were no anomalies or discrepancies in the manufacture of this lot. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported the jaws on the customer's expresew iii without hook would not stay shut during a rotator cuff procedure. He stated the rachet mechanism is broken and this caused the surgeon to have to manually hold the jaws closed. This made it very difficult for the surgeon. There was a 15 minute delay. There were no patient consequences. The device is coming back for evaluation. No further details were available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.